Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, crease flat, opening, delamination. Leak test was performed and found opening crack on diaphragm valve, opening and delamination. A microscopic analysis was performed which identified opening crack. And opening striated in the radius side. Based on the device analysis, the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, a striated edge opening on radius side due to surgical damage and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted.